Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, upper airway irritation, sinus infections, coughing, restlessness, heavy eyes, wheezing and fever while using the device. Medical intervention a chest x ray and prescription medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging headaches, upper airway irritation, sinus infections, coughing, restlessness, heavy eyes, wheezing and fever while using the device. Medical intervention a chest x ray and prescription medication. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown white deposits in filter inlet, debris consistent with dust found in the bottom of the inside of device, white debris consistent with dust found on top of blower and black residue on the inside of the blower box by blower exit. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust/debris contamination and black residue in the device and are consistent with being from an external source.